Event description:
It was reported that when checking the implantable pulse generator (ipg) post procedure, there was a drop in right ventricular (rv) lead impedance and r-waves. The patient was readmitted and the wound was reopened. The leads were re-checked with an analyzer and checked out fine. While attempting to reconnect the lead it would not screw back into the header. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector, a loose/detached set screw, a stripped set screw, and the set screw was found in the connector bore. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.